Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope was busted and produced a blurry image. No delays were reported. No patient effects reported.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.